Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a low scan of 53 mg/dl on the adc device compared to a reading of 169 mg/dl obtained on an competitor brand device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. Based on the adc device scan result, the customer consumed food but then noticed that their glucose level had "elevated" and had to administered insulin (type/dose unspecified) as a corrective treatment. There was no third-party intervention reported for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.